Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for chronic pain. On (B)(6) 2018, during a procedure, the collet on the connector pin was missing. It was not clear whether the collet was missing from the kit or whether it fell of when the kit was opened. They could not find the collet when they searched for it, but "it had not been near the incision when we discovered it was lost". There were no environmental, external, or patient factors that may have led or contributed to the issue. A connector from a catheter (8785) kit was used. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.